Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case lens was broken, the label was missing the laminate and the electromagnetic field immunity test was out of specification due to the cable being out of electrical specification. Concomitant products: product ID 2090w programmer; product ID r2290 pacing system analyzer. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.